Event description:
It was reported that the right ventricular (rv) lead rv defibrillation impedance was observed to be out of range, or high. Follow-up with the clinic noted the patient was seen in-office and t-wave oversensing (twos) was also noted. The rv lead sensitivity was reprogrammed, along with an increase to the upper limit of the defibrillation impedance alert. The rv lead remains in use. No patient complications have been reported as a result of this event.